Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed in one of the samples. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-09-05. H.6 imdrf annex b grid : b01 - testing of actual/suspected device.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the shield breaks off from two needles. No patient impact reported. The following information was provided by the initial reporter: "after drawing blood, the cap of emsn fell off while pressing it back, the incident almost cause a needle injury. Where the cap of emsn fell off and caused needle stick injury. Did this occurrence occur twice onto one patient or user or impacted on two different persons? Only user, and the another one is same lot for checking."

Manufacturer narrative:
H.6. Investigation summary: material #: 368607 lot/batch #: 2265833 bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the shield breaks off from two needles. No patient impact reported. The following information was provided by the initial reporter: "after drawing blood, the cap of emsn fell off while pressing it back, the incident almost cause a needle injury. Where the cap of emsn fell off and caused needle stick injury. Did this occurrence occur twice onto one patient or user or impacted on two different persons? Only user, and the another one is same lot for checking."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the shield breaks off from two needles. No patient impact reported. The following information was provided by the initial reporter: "after drawing blood, the cap of emsn fell off while pressing it back, the incident almost cause a needle injury. Where the cap of emsn fell off and caused needle stick injury. Did this occurrence occur twice onto one patient or user or impacted on two different persons? Only user, and the another one is same lot for checking."